Event description:
Event description guidant received information that this atrial lead had dislodged and was stickinig outside of the patient's body. It was noted that the patient was in a rehabilitation unit.